Manufacturer narrative:
The device was returned and the swollen battery has been verified. The screen was observed to be damaged. It cannot be determined when this damage occurred. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery not holding charge has been gradually deteriorating for over a month. Now the pdm is currently not keeping charge and when taken out of the charger, it will die completely.